Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead was implanted at the septal wall. After retracting the stylet, unusual movement of the electrode towards the tip was noticed. A few minutes after that, the blood pressure of the patient was lower and under fluoroscopy the heart could hardly contract. A pericardial effusion was confirmed. A subxyphoid cut of the pericardium was needed to relive the heart from the effusion. The lead was removed and replaced. No further patient complications were reported as a result of this event.